Event description:
It was reported that at the point in the case when the trauma next generation trochanteric fixation nail system (tfna) was being attached to the insertion handle, it was identified that the nail was loose. Even after rechecking the tightness of the connecting screw the nail still seemed to have a micro toggle at the junction of the insertion handle and nail. It was then identified that the lock drive was too high in the nail. After advancing the lock drive the surgeon was able to advance the connecting screw and tighten the nail to the insertion handle; the surgery was successfully completed with no additional medical intervention being required. It was reported there was a five minute delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device has not been reported as explanted. A review of depuy synthes monument device history records for manufacturing revealed a deviation that requires all present and future inventories to be inspected. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.